Event description:
It was reported that the patient with this previously capped left ventricular (lv) lead had exhibited infection. There were no additional adverse patient effects reported. This previously capped lv lead remained capped.